Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 300cc mentor siltex round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient states that her both breast implants appear to be deflated and are having rippling bilaterally. The right-sided deflation was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2022. The event date was estimated as 1-dec-2021 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, mentor received additional information regarding the replacement devices. The replacement devices are two 375cc mentor memorygel breast implant prostheses (catalog #: smhx375, left serial #: (B)(6), right serial #: (B)(6)). On 18-feb-2022, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral breast ptosis. The diagnosis of bilateral deflation was confirmed by the patient¿s surgeon. Manufacturer's reference number: (B)(4).